Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that customer had blank screen display. Customer's blood glucose was 103 mg/dl. Insulin pump was not damaged or dropped; was not exposed to moisture and battery cap or compartment was not corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing address serial number label and missing end cap sticker.